Event description:
Patient underwent full revision surgery. The explanted generator was returned but not the lead and product analysis for the generator is still underway.

Event description:
Additional information received that during the surgery the surgeon tried applying saline to the nerve to ensure it was not dry and re-inserting the lead pin but high impedance was still observed so they proceeded with a full revision. Product analysis was completed on the returned generator. The battery voltage was measured at 3.023 volts, and the memory locations on the generator indicated that 5.840% of the battery had been consumed.the septum was cored, but no bodily fluid remnants were observed in the header septum cavity, thus eliminating the possibility of a potential unintended electrical current path through body fluids, (addressing the allegations of ¿pain¿). In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
Patient presented with high lead impedance and was referred for chest x-rays and surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.